Event description:
Pt implanted with cslp at c4-c5 approx 2 1/2 years ago returned to operating room for removal of hardware, and treatment of adjacent level disc disease at c3-c4. On x-ray it was noted that the screws at c5 were broken. Hardware at c4-c5 removed, part of broken screws remain in c5 vertebral body. Pt was revised to cslp plate and screw construct at c3-c4. Screws were discarded by the hospital. This is the 2nd of 5 reports submitted on this event.

Manufacturer narrative:
Implanted approx 2 1/2 years ago. Investigation could not be completed, no conclusion could be drawn as the device will not be returned and no lot number was provided.